Event description:
According to the facility, the bed pendant remote was found "to not be working. The patient said it had been smoking and isn't working any longer."

Manufacturer narrative:
According to the facility, the bed pendant remote was found "to not be working. The patient said it had been smoking and isn't working any longer." Per the facility, "as far as we know, no one was injured in the incident and we replaced the remote." No additional information at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.